Event description:
A family member reported that the patient experienced hypoglycemic coma while using a fasttake meter. On the day of the event, patient's blood glucose was 228mg/dl at 07:05am. Patient took 8u of rapid insulin and 5u of "low insulin" and ate breakfast. At 01:08pm, patient's blood glucose was 160mg/dl and was given 3 pieces of sugar. Patient became unconscious at midnight and very feverish. Paramedics, who were called, diagnosed the condition as an epileptic crisis and transferred patient to hospital. At the hospital, patient's blood glucose was 60mg/dl. Patient remained in coma for 24 hours. Treating physician reportedly attributed the epileptic crisis to hypoglycemia. Both family member and doctor thought that could come from an insulin injection mistake by the patient at 7:05am. No further information reported.